Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was as high as 500 mg/dl and insulin injections were administered to address the bg level. As the supplies on the pump had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.